Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a severely calcified, moderately tortuous lesion with 85% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the catheter/delivery system was kinked. The stenting procedure was abandoned because the stent did not pass the tight lesion after pre-dilation. Resistance was not noted during removal of the device and excessive force was not used. The kink was noted after dilation, after the device had been removed from the patient. Medical treatment of medication was recommended. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: kink evident on the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.